Event description:
After restraining her lunging dog, the pt began to feel a vibration sensation in her implantable neurostimulator pocket when the device was turned on. The pt was seen in clinic. Impedance measurements were normal. The hcp was unable to reprogram stimulation to eliminate the sensation. The pt status was reported as 'good.' The hcp was considering device replacement. Additional info has been requested. A f/u report will be submitted if additional info becomes available.